Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent breast prostheses implantation with mentor smooth round spectrum 275cc saline breast prostheses and her left breast had an abnormal shape. A second surgery was required to redo a flap, but there was no improvement. After a biopsy, a marker was put in place and the patient was tracked. The patient reported that she suffered several unexplained systemic symptoms for the past two years, including a muscular type pain under her arm that radiates from the breast to the elbow, wakes up at night if she sleeps on left side, fatigue, lack of energy, and more unspecified symptoms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast prosthesis.